Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter: author.

Event description:
Article reviewed entitled "cement in cement revision of the femoral component using a collarless triple taper: a midterm clinical and radiographic assessment" on (B)(6) 2018. 34 patients with cemented c-stems implanted between (B)(6) 2000 - (B)(6) 2006. All 34 patients had c-stems implanted, all 34 patients had competitor cement used, all 34 patients had an unknown depuy femoral head, unknown acetabular liner/cup were used on the 34 patients. Adverse events of study that pertain to the depuy implants: 1 patient with dislocation/osteolysis, 3 patients with intra-operative femoral fractures.

Manufacturer narrative:
Additional narrative: product complaint # ==> (B)(4). Investigation summary ==> no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article received entitled "cement in cement revision of the femoral component using a collarless triple taper: a midterm clinical and radiographic assessment" was reviewed on (B)(6) 2018. 44 patients were implanted with c-stems between (B)(6) 2002 - (B)(6) 2013. Competitor cement was used. 8 patients were reported to have died after implantation (no information that indicated it was related to the devices). Leading to only 36 study patients. Implanted devices: all patients had c-stems with competitor cement. All patient had unknown depuy femoral heads. Unknown acetabular cup/liner implanted. Adverse events involving depuy implants: 1 patient required revision for infection (two stage revision). 1 patient had a dvt. 6 patients had leg length discrepancy. 1 patient experienced a myocardial infarction.